Manufacturer narrative:
(B)(4). For one of the events, the issue was resolved by the customer actions of resetting the system, cleaning the sample probe and performing air purges. For one of the events, the issue was resolved by the service actions. The field service representative determined there was a missing seal in the filter which was replaced. For two of the events, the investigation did not identify a product problem. The cause of the event could not be determined. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events. Erroneous high results were generated by the cobas 6000 e 601 module. The events involved a total of 5 patients with the following: 2 elecsys acth test system, 1 elecsys cortisol test system, 1 elecsys hcg + beta test system, 1 elecsys ca 19-9 immunoassay. The provided patient ages ranged from (B)(6) to (B)(6). The other patients' ages were requested but were not provided. The provided patient weight was (B)(6). The other patients' weights were requested but were not provided. There provided patient genders were 2 males. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.